Event description:
The customer contacted baxter's technical service center reporting that the homechoice (hc) would not confirm the procard, which occurred on the homechoice (hc) machine during use. The registered nurse (rn) stated that the home patient (hp) brought the procard in and the actual therapy and programmed therapy were different. The programming was manually changed on the hc to tidal therapy. A last fill was programmed and the dextrose was set to different. The rn confirmed the procard was correct and advised the hp to take the card home and confirm it. The hp stated it would not confirm. The hp manually changed the program in the hc to match the procard. The baxter technical service representative (tsr) explained to the rn that unless she made a change to the therapy programmed on the card the machine would not recognize it. The rn understood. The tsr suggested that the rn lock the programming in the rn menu. The programming was corrected in the hc. The hc was operational. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse regarding reported issue, it was revealed that the issue was resolved, and the home patient is continuing therapy without issues. No further information was provided.a follow-up report will be filed upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The customer's reported issue was not confirmed since the device was not returned to baxter, precluding further device investigation. As a result, a cause of the reported difficulty could not be determined. A service history review revealed that the previous return of the device was for issues related to the procard and datalogger pcb function; however, the device passed all required tests and calibrations prior to its release from the baxter facility. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.